Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). The device was not returned for evaluation.

Event description:
The customer reported the unit stopped on a patient. All the staff knew was that the piston stopped, unit alarmed, unknown which one. The staff could not restart unit. The unit was pulled, patient placed on another hfov, no patient compromise. The end user with the direction and assistance of carefusion technical service reseated a cap/diaphragm and the unit pressurized and started immediately, he created leak and stopped unit, fixed it and unit restarted. He will run unit and put back into service.